Event description:
It was reported that an episode of non sustained lead noise was recorded. The stored egm showed intermittent undersensing of pvcs. Device programming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.